Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 880 mg/dl. It was stated that the events leading to the admission were vomiting and nausea. Initially, the educator called to report that the insulin pump alarmed continuously no delivery during bolus for the past two weeks. It was stated the educator believes that the cause of customer's hospitalization was not device related, but user error. No further info was provided.